Event description:
It was reported, the sphincterotome knife when inserted through the endoscope did not face the 11 o¿clcock direction. The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
In addition to the findings in b5, the direction of the cutting wire was inspected by inserting the subject device into an aomori olympus (B)(6). As a result, the cutting wire was not facing toward 11 o'clock direction. The knife wire was deformed at the wire coated portion and caught in the tube hole. The coated portion was peeled off and frayed at the deformation points. There were no missing parts in the coated portion and the pre-curved shape was observed in the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the knife not facing 11 o¿clock and the cover peeled and knife wire exposed could not be determined, likely factors causing the defect could have been the following: the shape of the distal end of the product is undergone 100% inspection. Therefore, it is possible that a force was applied to the distal end of the product during device handling as described below. This might have caused the tube and the cutting wire to deform. ·when pre-curved stylet was removed ·when an attempt was made to curve the distal end of the tube ·when the device was inserted into the endoscope ·when an attempt was made to extend the distal end of the tube while the forceps elevator was raised ·when the guide wire was inserted into the distal end of the tube, if the guide wire was used for the procedure based on the similar investigation in the past, a likely factor causing tears of the coated portion of the cutting wire might be the following. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: ¿ do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. ¿ do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. ¿ do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. The use of excessive force could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿ insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.